Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, was concerned his blood glucose was 380 mg/dl. He changed the out the infusion set completely and wanted to ensure he is doing everything correctly. Customer stated his blood glucose was 443 mg/dl. He didn't have any symptoms stated he felt fine. Troubleshooting was performed for high blood glucose and no anomalies were noted. The device did alarm low reservoir and no delivery. Customer declined high pressure test. Customer was advised to change entire set, reservoir, and insulin, also to call back if issues persisted. The device is not returning for analysis.